Event description:
Twice today cook extraction balloon size 8.5-12-15 broke while doing stone extractions in ercp's (endoscopic retrograde cholangiopancreatography) for 2 separate patients. Batch number for second broken balloon was w4857816, first was not saved. Manufacturer response for extraction balloon, (brand not provided) (per site reporter). Clinical site works directly with mfg rep.